Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while injecting contrast medium through the device, a leak at the handle was noticed. No other anomaly or device damage was noted. The procedure was completed with the same trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Concomitant medical products: endoscope: jf-260v/olympus, guidewire: visiglide/0.025inch/olympus. A visual examination of the returned device found the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally, the basket could be extended and retracted without issue. Basket wires were found to be properly formed and evenly spaced. Additionally, a leak test was performed, but no backflow leakage was noted at the handle. The device handle was disassembled for analysis and confirmed that it was properly assembled and no components were missing. The condition of the returned incident device was not consistent with the reported event since no leak was observed at the handle during testing. However during the device evaluation it found that the guidewire lumen (side-car) presented with push-back. This damage likely occurred due to anatomical/procedural factors which limited the device performance. (B)(4).